Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reported by (B)(6) - we received a kit today that we found a broken tip of a screwdriver. Part# 2797-34-000 lot mi42445 was sent back in an (B)(6) kit - et5ica # 51.

Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed a fracture at the distal tip. Device was sent for fracture analysis which suggests the device underwent a quasi-static torsional shear failure. A hardness test was also conducted and device was within specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the universal poly driver distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.